Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) had received a shock and was admitted to the emergency room. During an attempt to review the episode, the field was unable to examine the episode as the battery status of the ICD was at end of life (eol). Device data was sent to boston scientific technical services (ts) for review. The battery status shows the ICD tripped elective replacement indicator due to multiple extended charge times. Eol was later tripped due to capacity measurements, with the charge timeout faults occurring the following day. There was not enough information provided to determine a cause for this and/or to determine whether the shock therapy delivered was appropriate or not. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the ICD will not be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.